Event description:
It was reported that the robotic assisted saw interface device black grease like residue found on all 4 saw hand pieces and this caused one robotic case to be cancelled. Likely improperly cleaning the oil from the saw interface clamp and oil transferred to the hand piece. During an in-house engineering evaluation, it was determined that the device had undesired movement/play between the saw interface clamp and the saw interface itself. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed that the velys saw interface left had signs of normal usage. No debris or foreign substance was observed on the device surface. Functional test was performed and revealed undesired movement and play between the sasi clamp and sasi itself, but not between the saw-sasi clamp mechanism and the saw. The overall complaint was not confirmed as the observed condition of the velys saw interface left would have not contributed to the complained device issue.¿ the assignable root cause for this issue related to the undesired movement/play is related to a design issue and has been escalated to a CAPA.